Event description:
It was reported that there was a stored ventricular episode on this cardiac re-synchronization therapy defibrillator (crt-d) that the health care professional (hcp) wanted technical services (ts) to review. Upon review of device episode data, it was found that anti-tachycardia pacing (atp) was delivered during an atrial-driven arrhythmia which accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) during two episodes. For both episodes, shocks were delivered to convert the rhythm. It was also noted that this device had reached its elective replacement indicator (eri). No additional adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a stored ventricular episode on this cardiac resynchronization therapy defibrillator (crt-d) that the health care professional (hcp) wanted technical services (ts) to review. Upon review of device episode data, it was found that anti-tachycardia pacing (atp) was delivered during an atrial-driven arrhythmia which accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) during two episodes. For both episodes, shocks were delivered to convert the rhythm. It was also noted that this device had reached its elective replacement indicator (eri). No additional adverse patient effects were reported. Currently, this crt-d remains in service. This crt-d was later explanted during a normally scheduled generator change out procedure for normal battery depletion (nbd). A new device was successfully explanted. No additional adverse patient effects were reported outside of replacement procedure. The product was returned for analysis.